Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed crack on lower left front corner and damaged on the right front corner (dropped) of top case. Motor rate error was found during occlusion test. The root cause of the reported issue found to be main board misaligned from extrusion due to pump been dropped or mishandled by customer. Actions taken to mitigate the reported issue: realigned main board. Performed occlusion test and all functional testing which passed. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor not running event occurred. No patient injury reported.